Event description:
Name of procedure performed: robotic sigmoidectomy. Description of event: the gelpoint product was initially used in a case on (B)(6) 2021. The surgeon used the product at the end of the case to check the anastomosis of the patient. The surgeon only used the 5mm sleeves through the gel. It is unknown which instruments were used through the sleeves. Three days later, on (B)(6) 2021, it was noted that the patient was experiencing elevated kidney function and the patient was sent for an exploratory abdominal surgery to find the cause. During this second procedure, a clear white component was found within the patient. The piece appears to be the full component and not a fragment. The piece was successfully removed from the patient once discovered by the surgical team. The rep has not been informed if the component was the cause of the elevated kidney function or if there was a separate cause. The patient status is fine. Additional information received via email on 21dec2021 from [name], applied medical account manager I. Photo of the piece has been provided. Type of intervention: once the piece was found in the second surgery, it was removed from the patient. Patient status: currently fine. Patient had to have follow up procedure due to elevated kidney function. Currently unknown if the complaint event caused the elevated kidney function.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure performed: robotic sigmoidectomy. Description of event: the gelpoint product was initially used in a case on (B)(6) 2021. The surgeon used the product at the end of the case to check the anastomosis of the patient. The surgeon only used the 5mm sleeves through the gel. It is unknown which instruments were used through the sleeves. Three days later, on (B)(6) 2021, it was noted that the patient was experiencing elevated kidney function and the patient was sent for an exploratory abdominal surgery to find the cause. During this second procedure, a clear white component was found within the patient. The piece appears to be the full component and not a fragment. The piece was successfully removed from the patient once discovered by the surgical team. The rep has not been informed if the component was the cause of the elevated kidney function or if there was a separate cause. The patient status is fine. Additional information received via email on 21dec2021 from [name], applied medical account manager I. Photo of the piece has been provided. Additional information received via email on 17jan2022 from [name], applied medical health system manager associate. "No inflammatory process was seen around the valve" the facility does not currently believe that the valve retrieved from the patient was related to the elevated kidney function that led to the exploratory abdominal surgery. The instruments used through the sleeves were an laparoscopic grasper and suction irrigation. Additional information received via email on 02mar2022 from [name], applied medical health system manager associate. The rep is not aware of any additional trocars being used through the gel other than the ones provided with the product. Type of intervention: once the piece was found in the second surgery, it was removed from the patient. Patient status: currently fine. Patient had to have follow up procedure due to elevated kidney function. Currently unknown if the complaint event caused the elevated kidney function.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the shield, an internal plastic component of the sleeve, was provided, confirming the complainant¿s experience with of seal component of shield dislodgement. Based on the description of the event, it is possible that the shield dislodgement was caused by insertion and removal of a large instrument through the sleeve. It is also possible that the shield dislodgement was caused by non-axial insertion or removal of asymmetrical instruments through the sleeve. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. Staplers should be fully closed during passage to avoid potential damage to sleeve. Repeated passage of 12mm staplers may potentially cause seal leakage. All instruments should be centered axially when inserted through the sleeve¿s seal for easier insertion." Based on additional information received, it is unlikely that the dislodged shield caused or contributed to the elevated kidney function.